Event description:
The patient reported that after a device replacement procedure, the patient developed pulmonary embolism due to superior vena cava syndrome. The patient indicated being treated with multiple stents to repair. The patient indicated having 100% blockage in one vein and 70% blockage in another. The patient indicated that their body had developed and created collateral veins. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.